Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for preventative maintenance and duing testing, the device failed a test step. The device's sensor board was replaced to address the issue. On the previous report, section d4, the serial number was inocrrectly placed for the UDI number. The correct serial number and UDI number are placed in this report. Section g2: "foreign" was not checked. Section h4: the wrong manufacture date was entered. The correct date should be 11/21/2014. All corrections are reflected in this report.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.